Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys cortisol ii assay result for a patient sample tested on the cobas pure e 402 analytical unit. The initial result was 2.07 nmol/l. The repeat result was 497 nmol/l.